Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the non-calcified and mildly tortuous left forearm. A 0.018 non-bsc guide wire crossed the lesion smoothly, a 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. Inspection under magnification revealed a longitudinal burst in the balloon material 23mm from the tip of the device, with a length of 25mm. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found in the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the non-calcified and mildly tortuous left forearm. A 0.018 non-bsc guide wire crossed the lesion smoothly, a 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres. However, on the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).